Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: cinch lead anchor, model: 1194, UDI: (B)(4), batch: 5345393.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient recently lost weight, their anchors were poking out, and lead had high impedances. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
E1 correction: the reporter's information was updated.

Event description:
Related manufacturer reference number: 1627487-2023-06127. Surgical intervention was undertaken on 06 march 2024 wherein the entire system was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
D10 correction: this was updated to reflect medical product implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of high impedances/replacement surgery was confirmed. As received, microscopic inspection showed no broken wires, but the penta lead failed electrical testing for electrode 13. This would have caused the high impedance observed in the field and contributed to the patient's loss of therapy. The damage is consistent with an overstress condition the lead was subjected while in vivo.